Event description:
It was reported via clinical study, that the patient experienced arthrofibrosis and patellar-clunck, causing shooting pain down right leg with clicking and grinding. The patient was treated with strengthening exercises and knee sleeve. The patient¿s outcome was last known as resolved. The case report form indicates this event is possibly related to device and possibly related to procedure.

Manufacturer narrative:
(D10): concomitants: femoral component reference number 02-010-06-0340. Tibial polyethylene insert reference number 02-012-44-4017. Tibial tray reference number 02-012-45-4040. Tibial stem extension reference number 02-012-60-1440. Stem extension reference number 02-012-60-1440. Tibial augment 1 reference number 02-012-50-4013. Tibial augment 2 reference number 02-012-50-4014. Tibial cone 1 reference number 02-012-66-2000. (B3): june 2017. This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1, b2. B3 (remove date from initial), b5, d1, d6a, d10, g1, h6: clinical code, impact code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusion codes. The cause of the patient¿s pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported via clinical study, that the 61 yo male patient experienced arthrofibrosis and patellar-clunck, causing shooting pain down right leg with clicking and grinding. The date of adverse event onset is (B)(6) 2017. The patient was treated with strengthening exercises and knee sleeve. The patient¿s outcome was last known as resolved.